Event description:
This is filed to report a clip that was caught on chordae and ruptured a chordae. It was reported that a patient presented with grade 4 primary mitral regurgitation (mr) and a chordal rupture for a mitraclip procedure. It was noted that there were slight challenges with visualization due to patient anatomy. After the anterior gripper was lowered onto the anterior leaflet, the arm had interfered with chordae. The arm was caught on the chordae, and a chorda had ruptured. The clip was able to be removed and replaced without incident. The replacement was placed over the chordal rupture, and the mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (therapy/non-surgical treatment, additional (includes additional mitral/tricuspid valve)) associated with the chordae rupture appears to be due to the chordae entangling with a gripper. The cause of the reported difficult to remove (anatomy) associated with the chordae entanglement could not be determined. The reported image resolution poor was associated with difficult visualization due to anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na